Event description:
There is no patient impact associated with this complaint. A family member reported that the pump insulin delivery history was inaccurate according to the pump download completed at the physician's office. She was unable to describe what history was incorrect or what dates were affected. The family said that there was missing information on dosing but could not provide further specifics. This complaint is being reported because of the possibility that the pump history may be inaccurate.

Manufacturer narrative:
There is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions noted in the pump history that would indicate a pump malfunction. The pump was exercised for 29 hours with no insulin delivery issues noted. There were no issues found with the pump history or with insulin delivery. The complaint could not be confirmed or duplicated on investigation.